Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion prime/deliver and excessive no delivery tests. Unit had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer woke up with blood glucose of 48 mg/dl and it was not known if low blood glucose was caused by insulin pump. It was reported that insulin pump was cracked at reservoir compartment. Insulin pump would need to be replaced.